Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device locked out on the cystic duct. The device used another device and clipped around the device stuck and cut it out. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: tissue damage was detected at the free margin of leaflet 3 at commissure 3. No other inconsistencies detected. The valve will be sent to research and development for functional testing. On 3/18/10 (B) (4) discussion and conclusions: this valve was reportedly explanted at implant due to ¿leaflets would not coapt¿. No echo recording was provided, so the in vivo observation of ¿leaflet would not coapt¿ could not be verified. At edwards, the leaflets coapted well during the in vitro standardized functional tests. The valve exceeds the requirements for iso (B) (4) for regurgitation. X-ray.

Event description:
Reportedly a 7000tfx, 25mm was explanted at implant due to leaflets would not coapt. No additional information was provided at this time. (B) (6) 2010 request for information response from sales rep. Indicates surgeon reported there was no good coaptation upon assessment of the implant (prior to performing the echo). Based on that assessment, they decided to explant upon implant..

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation. Device evaluation anticipated, but not yet begun.